Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump unexpectedly shutdown. Additionally, it was reported that a malfunction alarm occurred. No adverse impact to customer's blood glucose. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed and the alleged unexpected shutdown issue could not be verified.